Event description:
Same case as MFR ID: 2184052-2014-00083, 00082. Intraoperative assembly difficulty was reported. The pt was undergoing an anterior lumbar interbody fusion surgical procedure from l5-s1 using infix instrumentation. A construct was assembled in the disc space but was not yet locked. A lateral x-ray was taken to confirm position. Lucency was observed between the superior endplate and struts. The implant was removed and attempted again with the same implant with the same outcome. The implant was then removed and replaced with another and was successfully assembled and implanted. This event resulted in a 10 minute delay. There was no pt impact.

Manufacturer narrative:
Age - late 40s. The device was not returned for eval; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. Based on eval of the related devices returned as part of this port. It is not suspected that the product failed to meet specifications. The most probable root cause is operational context. This is the final report that will be submitted associated with this incident and device. No additional info is required at this time.